Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on all four lead contacts. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The report event of high impedances was not confirmed. As received, the returned lead worked and passed all test. The cause of the reported event remains unknown.